Manufacturer narrative:
The roth net retrieval device is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. The user facility filed medsun report # (B)(4) and contacted us endoscopy to report buckling at the handle during use of three devices for removal of a food impaction. The procedure was completed with another device, with no report of harm to the patient or user. The three devices, were returned for evaluation (2 devices from lot 1602457, 1 device from lot 1519184). Physical evaluation of the devices found buckling near the handle, an indication of excessive force applied at the handle during removal of the food impaction. A review of the manufacturing record (DHR) for each lot found all in-process and final inspections were performed with record of acceptable results. A review of complaint history for each lot found no complaints of any type associated with the devices from the lots. The instructions for use include the following precautions: the following conditions may not allow the roth net device to function properly: advancing the handle to open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath. Avoid blindly passing the roth net device past any foreign object, particularly if the entire lumen is blocked. Though there was no report of harm to the user or patient, this report has been create to respond to the user facility report.

Event description:
The roth net retrieval device is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. The user facility filed medsun report # (B)(4) and contacted us endoscopy to report buckling at the handle during use of three devices for removal of a food impaction. The procedure was completed with another device, with no report of harm to the patient or user.